Event description:
It was reported that while investigating lot code issue on surgery sheet it was discovered that a disposable instrument set was added to the billing and used after the date of expiration.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies.complaint history review: there have been no other events reported for the manufacturing lotthe event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that while investigating lot code issue on surgery sheet it was discovered that a disposable instrument set was added to the billing and used after the date of expiration.